Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. All operating currents were within specification. All buttons functioned properly. However, found moisture damage on the keypad traces. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the down arrow button was sticking and they were having difficulty entering the blood glucose value or bolus amount. The customer's blood glucose was 26 mg/dl at the time of incident. The customer's blood glucose was 145 mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The reservoir was showing the same amount of insulin as shown at the status screen. The customer stated that the insulin pump was exposed to ultrasound. The customer mentioned high blood glucose but they declined to troubleshoot. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.